Manufacturer narrative:
Age and weight: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation is anticipated to be performed on the preloaded device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was loaded properly; however, the plunger had resistance when advancing. After the insertion of lens into patient's right eye, it was observed on unfolding that the optic was scratched and the scratch was outside the visual axis. The lens remains implanted and patient has not experienced any visual disturbance. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 12, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. No complaint lens was received as it remains implanted, and therefore no lens evaluation could be performed on the lens. Visual inspection under magnification, of the simplicity inserter, revealed viscoelastic residue inside of the cartridge. The external assembly was inspected and no issues were identified. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. Further inspection revealed that the cartridge tip was damaged. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.